Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this system, the patient's shoulder became dislocated during induction testing. Orthopedics was consulted and the issue was resolved while the patient was still on the table. No additional adverse patient effects were reported.